Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins). It was reported her interstim was removed in 2018, she had a problem with it, the wires were back out. The patient noted they tried to replace it years ago, but it was not successful, so it was taken out in 2018. The patient stated they wanted to have it replaced and was looking for a healthcare professional (hcp) to do so. There were no further complications that have been reported as a result of this event.